Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error, but indicated that the error happened after a battery change. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting was done for button error and customer was informed that the pump would need to be replaced however, customer indicated that he wanted to continue using the pump. The customer was unsure how much insulin to give himself and troubleshooting advised customer to revert to a back-up plan per doctor's instruction and follow up with doctor. The customer was advised to call back if further issues need to be answered.